Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley at the distal end. No conductor wire insulation damage was observed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.025 - 0.163 in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that after completing a da vinci-assisted partial nephrectomy procedure, inspection identified burn on the fenestrated bipolar forceps (fbf) instrument insulator. No known impact or patient consequence was reported.